Event description:
Pt was treated on 9/4/96 with 2 formulations of collagen layered to the nasolabial folds. Immediately after the treatment, bruising was noted at the treatment sites, which was attributed to the injection procedure. Over-the counter bromelain was prescribed. On 9/5/96, the pt presented with persistent bruising at the nasolabial folds without evidence of tissue breakdown. The physician believed the bruising was related to the injection procedure; oral ceftin and topical vitamin k were prescribed.

Manufacturer narrative:
On 9/26/96, clinical report forms were received from the physician, who spoke with pateint by phone on 9/18/96; the patient reported "everything is fine" - buises goen in 3 days." The areas were "soft and natural looking" - "looks great". The physician believed the symptoms were possibly related to the proudct. The patient was advised to discontinue the oral vitamin e 2 weeks prior to her next collagen treatment.